Event description:
During the interrogation a message of re-initialization apperead. The patient was hospitalised for dizziness. The physician would like to know when the security mode was activated and eventually the reason why

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.